Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter stated that their blood sugars were spiking while on a trial run with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2017 with the following findings: the last basal delivery was on (B)(6) 2015. The last bolus delivery was a 2.8u ezcarb normal bolus on (B)(6) 2015 at 12:56. The total daily doses added up correctly and reflected the users programmed basal rates. There were no delivery defects found during delivery accuracy testing and the pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.